Event description:
It was reported that the patient was experiencing breakthrough spasms as well as a mild increase in muscle cramps. The spasms had been going on for several months. The patient¿s neurologist had been increasing the baclofen, but it was not stopping it. When the patent would lie down, the spasms would really start up. In terms of the muscle cramps, the health care provider (hcp) noted it was possibly normal evolution of the patient¿s condition. The cause of the event however remained unknown. It was noted the pump was six years old and the patient was wondering if that had anything do with the spasms. It was then noted the patient had two needles clarified to be catheters. No issues were alleged. No other troubleshooting, interventions or other actions were taken. The hcp had considered increasing the dose but it was decided to wait until their next refill. In terms of patient outcome, it was noted they recovered without permanent impairment. The device system was used to deliver baclofen. Additional information received reported the patient experienced a change in therapy effect and was having a lot of breakthrough spasms. It was noted this started several months ago. The patient¿s spasms started off ¿with just a little spasms and now it was full blown.¿ it was also reported ¿both legs come out of her hips and spasms that way¿ and when the patient lays in bed her left leg ¿spasms out.¿ the patient had the pump increased on 2014-09-19, but that did not do anything. It was further reported the hcp thought it could be because the pump was ¿wearing out.¿ on (B)(6) 2014 the hcp read the pump and increased it, but did not refill it. The patient¿s next refill was on (B)(6) 2014. The patient had not heard any alarms coming from the pump since the spasticity started. The patient inquired if this was happening because the pump was wearing out. Patient outcome was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter; product ID 8731, lot# b002297n47, implanted: (B)(6) 2003, product type: catheter. (B)(4).